Event description:
Pt with end stage renal disease was brought to hosp for replacement of a catheter that had been pulled out at dialysis. There were multiple attempts to replace it that were not successful due to dense scarring. Placement was done at another site, but the pt's blood pressure began to drop, went into cardiac arrest and expired. There is no indication of a product problem.